Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-oct-2022 . H6: investigation summary one photo and one sample with open packaging was received by our quality team for evaluation. From the photo, a piece of black particle was observed on the catheter tubing. The sample was subjected to visual inspection to check for foreign matter. A piece of black particle was found on the catheter tubing. The black fiber-like foreign matter was sent for fourier transform infrared spectroscopy (ftir) analysis to determine the foreign matter type. The ftir results indicated that the spectrum matches reasonably with a mixture of polypropylene, poly(oxymethylene), and stearate based material. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the foreign matter type, an extensive investigation was conducted on the potential foreign matter sources ¿ material, machine, and man / environment. The two key components nearer to the foreign matter location were investigated: the catheter tubing where the foreign matter was located and the needle cover, as it may be transferred onto the catheter tubing during assembly. The catheter tubing is manufactured at bd sandy. The catheter tubing is made of polyurethane material, not the foreign matter material. The needle cover was molded inhouse at bd tuas. The needle cover is made of a polypropylene material. It is possible that the polypropylene fibers to be introduced onto the catheter tubing from the environment via air turbulence from the machine. Therefore, the catheter tubing is unlikely to be the foreign matter source but the needle cover could possibly introduce part of the foreign matter during the needle cover assembly process. The entire manufacturing process was reviewed to identify the section of the process that has direct contact with the catheter tubing flaring station was identified. At the flaring station, the catheter is in contact with two rubber pads, which hold onto the tubing and move it downwards to assemble to the metal wedge. Based on the material specification provided by the rubber pad supplier, the rubber pads are made of neoprene rubber, which does not match with the foreign matter type, therefore the flaring station is unlikely to be the foreign matter source. All machines on the production line are fully covered, the surfaces that are in contact with the product are cleaned periodically per the cleaning schedule. The white lint-free cloth that is used to clean the machine surfaces is poly (ethylene terephthalate) (pet) material, which does not match the foreign matter type and color. As there was no lubricant on the foreign matter surface, the foreign matter was suspected to be introduced after the catheter lubrication process. If the foreign matter was introduced after lubrication, there are only four related processes: occlusion testing, tip spear vision system, and needle cover loading. Upon review, these stations are fully covered in an enclosed area, with no contact point with the catheter tubing. With only four stations after the catheter lubrication process, there was a very short window period for the foreign matter to be introduced, therefore there is a low risk of foreign matter exposure. The personal protective equipment (ppe) used in the production area were looked into to identify those with similar characteristics of the foreign matter. There is no ppe with a similar color of the foreign matter. Based on the quality team¿s investigation, there was no mixture of polypropylene, poly(oxymethylene), and stearate based material that was found near the manufacturing areas. If was possible that the foreign matter was introduced onto the catheter tubing from the environment via air turbulence from the machine. However, there is an extremely ow chance of occurrence for this type of foreign matter to drop onto the catheter tubing. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd angiocath plus¿ IV catheter experienced foreign matter on device cannula. The following information was provided by the initial reporter: unknown black spot found on catheter tip.

Event description:
It was reported that the bd angiocath plus¿ IV catheter experienced foreign matter on device cannula. The following information was provided by the initial reporter: unknown black spot found on catheter tip.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.